Manufacturer narrative:
A review of the provided x-rays by a clinical consultant concluded that low and superficial cup position have contributed to an increase of a leg length difference that was already partly present but asymptomatic prior to arthroplasty and consequently became symptomatic because increased to at least 2,5-centimeter adding a functional abduction contracture to the problem to magnify complaints and consequences early after surgery. Device remains implanted.

Event description:
The patient reported that on (B)(6) 2014, she had a full hip replacement surgery. The day after the surgery, the patient was up walking around with the aid of a walker & notice that she could not straighten her right leg when walking. It felt as though it was tilted with every step she took. The reason for this was because I ended up with a significant leg length inequality, as my right leg (hip replacement side) was 11/2" longer than my left leg.